Event description:
It was reported that since pump implant the patient hadn¿t felt relief. The patient had experienced a lot of spasticity in her right leg and left arm. In the past week, the patient had 20% in dosages increases, three times but still did not get relief. The patient¿s current pump was implanted on her left side. The patient had an appointment with their physician (B)(6) 2015. The patient wanted a catheter dye study done but they were refusing to do one. The patient was in a wheelchair and feels the pump has not worked since june. The pump was delivering baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer (con) on (B)(6) 2017. It was reported that the patient was currently looking for a new doctor to look at the pump. The patient had a sudden return of spasticity and has not had relief since 2014. Since that time the patient "has not gotten good therapy". Patient wanted to know if there was a system malfunction with the pump and confirmed there were no alarms sounding. The patient stated that her leg locked straight out and then the doctor gave her an injection and her leg was fine. Patient stated that meant she was getting the medication. No further complications were expected or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received and the patient reported that their pump was ¿not functioning correctly¿ and that the medicine was not working but they were still trying to figure that out. The patient stated that it had worked find for the last 8-9 years, and that they just needed to "titrate" the device. Per the patient there was no ¿specific troubleshooting¿ done but the patient did have some tests done. Per the patient the rotor study showed that the pump was functioning and a dye study that showed the catheter was in the ¿thecal matter¿ but ¿something else was not working¿. The patient was currently a patient and was admitted on (B)(6) 2017. No further patient complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8782 serial# (B)(4) implanted: (B)(6)2016 product type catheter if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was seeing a healthcare professional (hcp) because her pump was not working. The patient stated it had not worked since implant. The patient stated that a rotor study was done and it showed everything was good. The patient stated a dye study was done and "it came out good". Per the patient, the hcp checked the placement of the catheter but the patient's pump was still not working. The patient asked if there was other tests to see if there was a kink or leak in the catheter. The patient stated that during that during the dye study they hcp only looked at the placement of the catheter. Per the patient the hcp's were shrugging their shoulders because they don¿t know. Per the patient, now the hcp's were saying it could be the medicine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight was provided.

Manufacturer narrative:
Analysis of the pump (sn: (B)(4) found slight damage to the septum with no leaking seen during analysis. Analysis of the catheter (sr; (B)(4) found damage to the transition tube. Analysis of the catheter (sn; (B)(4) identified a kink in the catheter body and it was determined the collet was not fully locked into place. (B)(4) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-jul-01. It was reported that the patient had problems with the pump and it was being replaced next week (relative to (B)(6) 2019). The problems were confirmed to be the previously reported event and a tech confirmed that the pump needed to be replaced.

Manufacturer narrative:
Other relevant device(s) are : product ID: 8782, serial# (B)(4), ubd 2017-06-04, UDI# (B)(4). Product ID: 8780, serial# (B)(4), ubd 2016-01-27, UDI# (B)(4). Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the pump has never worked since it was put in. The patient stated she had never had spasticity relief. The patient had a brain injury and their legs are ¿locked out¿ due to that brain injury. The patient had to go to a nursing home for 15 months because ¿she couldn¿t move when they were weaning me off of baclofen". The patient had to go to a nursing home for 15 months because ¿she couldn¿t move when they were weaning me off of baclofen" the patient had a dye study and a rotor study and in (B)(6) 2017 the baclofen was taken out and saline was put in the pump. Per the patient ¿they weaned me off the oral and I have been off baclofen since (B)(6)" the patient stated she wanted to get baclofen in the pump ¿but no one would touch me¿. The patient wanted to have a company representative check the pump as it was not working. Additional information was received from the company representative who stated that the reason the physician weaned the patient off was because it wasn¿t working for the patient. The patient had gone to a different facility and that physician put saline in their pump. The patient¿s physician saw the patient last week and didn¿t think it was a good idea to put baclofen in the pump. The patient was calling different doctors and nurses because she thinks something is wrong with the pump and wanted someone to put baclofen in the pump. The patient also requested a referral for a different facility. Per this reporter nobody wanted to fill the pump with baclofen as therapy doesn¿t seem to be working for the patient. When they put baclofen in and no matter what the dose all the way up to 1000 mcg a day and it didn¿t help. The patient didn¿t have any side effects when they were weaned down. The company representative stated that the baclofen didn¿t have any affect on the patient. The company representative would contact the physician to see if he wanted the patient to come to the clinic and the company representative would check the pump. Additional information was received from the consumer who reported that they had an appointment in (B)(6) at 10am with a healthcare provider and wanted to know if a company representative would be there. Additional information was received from the representative who stated that they spoke with the managing physician who stated that they were going to get previous notes from the patient¿s previous provider and would follow up the patient when they get the notes. The physician would either bring the patient into the clinic to just check her pump or would contact the patient to explain more closely. No further complications were reported or anticipated.